Manufacturer narrative:
An event regarding a size/fit issue involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: a visual inspection of the returned part noted nothing remarkable dimensional inspection: a dimensional inspection was carried out on the returned part. The returned device was noted to be dimensionally within specification. Functional inspection: functional test was carried out and verified that the returned device performed functionally and assembled correctly. -medical records received and evaluation: no information was received for review with a clinical consultant. No adverse impact to patient was noted. -device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined, the returned device was found to be dimensionally in specification and functionally correct. If additional information becomes available, this investigation will be reopened.

Event description:
Per sales rep, when impacting the femoral head the doctor felt that the implant was incorrect despite the box reading correctly and the writing on the implant matching.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, when impacting the femoral head the doctor felt that the implant was incorrect despite the box reading correctly and the writing on the implant matching.